Event description:
My mom (B)(6) recently passed away at (B)(6) hospital south here in (B)(6) on (B)(6) 2013 at 11:56 pm. She as a new dialysis patient at (B)(6). She was received her dialysis treatment every monday, wednesday and friday in the afternoon at 3:15 pm. She had just recently received her last treatment with (B)(6) on monday afternoon on (B)(6) 2013. She was rushed to (B)(6) hospital the very next day (B)(6) 2013 at 12 noon where she was immediately placed in ICU. Her vital signs were very low and they remained low until the next day, wednesday (B)(6) 2013. They could not give her any medications and nothing to aid her in sleeping because her vital signs were so low. I told the on-duty nurse that she had been babbling incoherently for about 2.5 weeks non-stop and was having difficulty breathing. She was under restraints in her hospital bed to prevent her from removing her oxygen mask. They were giving her strong medicines to try to get her vital signs back to normal but it wasn't working. Myself and 5 other relatives and friends were sitting in her ICU room when the on-duty nurse rushed in asking for me. She stated that she was giving my mom her sponge bath when she discovered that her port-a-cath was severely contaminated and this was infecting her body and was probably the suspect as to why her vital signs were so low. If the ICU nurse could see that her port-a-cath was infected and contaminated, why didn't the "trained" individuals at the dialysis center see that it was infected that monday when she went in for her last treatment. She had just been increased from a 3 hour session to 4 hour session on thursday, (B)(6) 2013 before her death the following week because the charge nurse stated that they weren't getting all of the toxins out her body. I don't know if they were doing blood sampling or testing or not. I'm so upset because I signed her into this place and this is something that I have to deal with for the rest of my life. On (B)(6) 2013, I spoke with the charge nurse (B)(6) who relayed me to the social worker (B)(6) who then relayed me to the clinical mgr (B)(6). I inquired to the clinical mgr (B)(6) as to what medications were they giving to my mom (B)(6) when she came to her dialysis sessions. She stated that she was on epogen, venofer, heparin and dialysate. I inquired as to whether or not she was receiving any other medicine and this is when she stated that she was also receiving "granuflo" but that it isn't given orally but that it is in the machines that they use. I didn't know that the FDA had done a recall on this particular medicine. If I had known at the time, she wouldn't have been there due to her already poor health. On (B)(6) 2013, I went to the facility to request my mom's medical record during the duration of her treatment with (B)(6). They informed me that it would take at least 30 days because it had to go through their legal department.